Manufacturer narrative:
The device serial number is not currently available.

Event description:
The manufacturer received a voluntary medwatch (mw5168056) in reference to a philips dreamstation 2 device. A patient alleged the device stopped working during use and emitted a burning odor. There was no serious patient harm or injury reported. An attempt was made to retrieve the device and seek additional information regarding this complaint however no reporter/patient information was made available. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.